Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1)misaligned; staples in the track, yes(3twisted)(9go and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based on the inquiry info rec'd and the visual examination, it was concluded that the reported "device jammed" during surgery due to misaligned and twisted staples in the cartridge and nose. No conclusion could be reached as to how the staples had become misaligned. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.